Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3587a, lot# l86832, implanted: (B)(6) 2001, explanted: (B)(6) 2001, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for rsd/causaligia-complex regional pain syndrome. It was reported that the battery was removed due to bad lead placement. The patient would turn the stimulation on, up, and down and get himself comfortable, then if had to stand up quick, he would get electricity that would go through his whole body. This would also occur when he bent over. The patient saw the doctor several times and they helped him set it. The patient had the implantable neurostimulator removed on (B)(6) 2001 and they left the two paddles in. (Manufacturer's records indicate that only 1 paddle lead was implanted). The patient reported that he was told that if he had the paddles removed, that they would have to take out a vertebra and he could be paralyzed from that point down. The patient was redirected to their health care provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.